Event description:
The tornier affiniti glenoid and flex humeral head were removed. The reason for the revision surgery was a failed subscap, requiring a conversion from anatomic to reverse.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided other than x-rays. A device inspection was not possible since the affected device was not returned for investigation. Since x-rays were provided, the opinion of a medical expert was sought and stated as following: "the x-rays show that the implants of the index surgery are well-positioned and well-fixed. The mentioned reason for revision was a subscapularis insufficiency, sequelae of such an event usually do not show on an x-ray. The postoperative x-rays show the conversion to a reverse tsa. The most likely reason for subscap failure postoperatively is progression of rotator cuff tendon degeneration, so a patient related issue". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine the exact root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
The tornier affiniti glenoid and flex humeral head were removed. The reason for the revision surgery was a failed subscap, requiring a conversion from anatomic to reverse.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.